Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter had a cracked display. There was no patient injury associated with this issue. However, as the issue was not resolved with troubleshooting, this complaint is being reported.